Event description:
It was reported that a faradrive steerable sheath clear was selected for use. Prior to a farapulse procedure the sheath was leaking fluid, air was visible, and the coating was defective. Therefore, the sheath was replaced. No patient harm occurred. The faradrive was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. The device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. E1 initial reporter phone number: (B)(6).